Manufacturer narrative:
All available information was investigated, and the reported difficult to remove the gripper line could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and a cause for the reported difficulty to remove the gripper line could not be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is being filed under separate medwatch report.

Event description:
This is filed to report difficult gripper line removal. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was advanced to the mitral valve, and the clip was placed. However, during gripper line removal, the gripper line became stuck. Troubleshooting was performed and the gripper line was removed. The clip was deployed, and the sgc was removed. After the sgc was removed, a left to right shunt was observed causing a clinically significant delay in the procedure as the shunt was treated with a closure device. One clip was implanted, reducing mr to 1-2. No additional information was provided.